Manufacturer narrative:
A spacelabs field service engineer (fse) investigated the device on-site and confirmed proper operation of the device involved. From the full disclosure data provided by the customer, we observed the following: from (B)(6), 5:30 pm to (B)(6), 7:58, the qrs amplitude in lead ii was approximately 0.25 - 0.30 mv. During this time, the heart rate was accurately tracked. On (B)(6) at 7:58 pm, the patient had an episode of ventricular ectopy. Using the full disclosure alarm records, we confirmed that an alarm occurred at this time. The alarm episode continued for approximately four minutes. Following the ventricular episode, the ECG amplitude was frequently below the minimum detection threshold for the product of 0.20 mv. The non-detected low-amplitude beats resulted in undercounting of the heart rate and intermittent asystole alarms. The device provided accurate heart rate information when the ECG amplitude exceeded the minimum detection threshold of 0.20 mv. Beats with amplitudes below the product's detection threshold were not reliably detected, which resulted in intermittent asystole alarms due to undercounting of the heart rate. We have concluded that the device was operating to specifications and consider this issue closed.

Event description:
Spacelabs received a report that asystole alarms were not shown numeric on display. A spacelabs patient monitor model 91393 displayed asystole with a heart rate of 0 beat per minute (bpm). The monitor display showed a wide qrs complex. The patient had a pulse.